Manufacturer narrative:
The device was returned for evaluation; additional information will be submitted once the quality investigation is completed.

Event description:
A stryker core impaction drill was sent in for repair due to overheating during a procedure. No adverse consequence was reported; the procedure was completed successfully with another device without any procedure delay.